Manufacturer narrative:
Additional imaging evaluation was performed with focus on the implanted viabahn devices in the cephalic, superior mesenteric, right and left renal artery.

Event description:
On (B)(6) 2014 the patient was implanted within the (B)(4) with a conformable gore® tag® thoracic endoprosthesis to treat a penetrating aortic ulcer of the paravisceral aorta. The cephalic, superior mesenteric, right and left renal artery were stented in the same procedure with five gore® viabahn® endoprostheses. On (B)(6) 2014 the patient suffered on acute kidney injury. The renal stent grafts showed thrombosis bilaterally. The patient was treated with an arteriovenous fistula (avf) where a gore® acuseal vascular graft was implanted to receive hemodialysis. On (B)(6) 2014 a right hemothorax occurred, caused by endoleak type I proximal and following rupture of the artery. On the same day the patient received an additional conformable gore® tag® thoracic endoprosthesis which was used to seal the rupture. The procedure was converted to open repair. Followed by the procedure the patient passed away on (B)(6) 2014.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. It was reported to gore, that it is not possible to determine the lot numbers of the gore® viabahn® endoprostheses which were implanted in the left and right renal artery and which occluded on (B)(6) 2014. Therefore all five provided lot numbers will be reported to the national competent authority.